Event description:
Fluoroscopic imaging revealed that the tip of a sacral curette had broken off. It was reported that this was the second sacral tip used during the procedure and the tip broke just before full retraction leaving the distal tip of the cutting element within the joint; attempts made to remove the fragment using irrigation and suction were unsuccessful. Subsequent steps for the procedure were completed without incident; no patient complications were reported.